Event description:
Boston scientific received information that this lead was exhibiting out of range impedance measurements in bipolar mode and low impedance measurements in unipolar mode. A boston scientific technical services consultant suggested testing the lead and stated that a revision may be necessary. Attempts to obtain further information were unsuccessful.

Manufacturer narrative:
It was later reported that this patient passed away in 2008 due to an unspecified reason. Additionally, this lead was returned for testing in (B)(6) 2011. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead had been severed 94mm from the terminal pin and the proximal segment only was returned. Resistance testing confirmed the electrical continuity of the returned segment. Additionally testing was not performed due to the damage to the lead. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.